Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that after an intraocular lens (iol) implant procedure, vision could not be achieved due to spherical aberration of the patients cornea, so an iol exchange was performed using a refractive lens.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Documents received referencing serial number (sn): (B)(6); intraocular lens (iol) received in a different lens case. Iol returned positioned incorrectly in the iol case. Solution is dried on the iol. The optic is torn/split-cut dividing the iol in three segments, two segments are stuck to each other. Both haptics are present. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).